Event description:
Pt implanted in 1999 in upper and lower vermillion borders. Onset of infection and unsatisfactory results during 1999. Pt treated with augmentin in 1999. Implant explanted and pt treated with ceftin in 1999.